Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the power supply intermittently failed on three occasions over the last couple of months. Based on the data from the logs collected, the fsr replaced power supply 1. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) used a voltmeter to measure the direct current (dc) output voltage of the power supply under test. During three tests, he observed the readings to be 0.0934 volts direct current (vdc), 0.0016 vdc, 0.0997 vdc, while the specification is 23.0 vdc to 25.7 vdc, determining that the power supply failed the testing.

Event description:
It was reported that the unit displayed a 'battery cannot be charged - full backup may not be available' message. No other details regarding the nature of this event were provided.